Event description:
IT WAS REPORTED THAT BD SYRINGE 3ML LL W/NDL 25 X 5/8 RB HAD LEAKAGE.VERBATIM:SYRINGES ARE LEAKING LOSING PRESCRIBED MEDICATION.CASE DESCRIPTION: THE CUSTOMER REPORTED A DEFECT WITH THE BD 3 ML LUER-LOK SYRINGE WHILE ADMINISTERING CYANOCOBALAMIN 1000 MCG INJECTIONS, A PRESCRIPTION MEDICATION PURCHASED AT XXXX. SINCE (b)(6) 2026, THE SYRINGES HAVE CONSISTENTLY SHOWN LEAKAGE DUE TO A MANUFACTURING DEFECT, WHICH RESULTED IN THE LOSS OF THREE FULL VIALS OF MEDICATION. THE LAST INJECTION ATTEMPT WAS ON (b)(6) 2026, AND THE SAME PROBLEM OCCURRED. BECAUSE CYANOCOBALAMIN REQUIRES A PRESCRIPTION, THE WASTED DOSES CANNOT BE EASILY REPLACED, CREATING BOTH MEDICAL AND FINANCIAL HARDSHIP FOR THE PATIENT. TO SUPPORT FURTHER INVESTIGATION, THE CUSTOMER HAS RETAINED ONE DEFECTIVE SYRINGE THAT WAS LEAKING. THE CUSTOMER IS REQUESTING EITHER A REPLACEMENT FOR THE THREE LOST VIALS OR A REFUND TO COMPENSATE FOR THE WASTED MEDICATION, AND ASKS THAT THE ISSUE BE INVESTIGATED TO CONFIRM THE DEFECT IN THE SYRINGES.CUSTOMER NAME: XXXXX.PHONE NUMBER: XXXX.EMAIL: XXXXX.FACILITY NAME: N/A. ADDRESS: XXXXX.PRODUCT: 3 ML BD LUER-LOK SYRINGE WITH ATTACHED NEEDLE 25 G X 5/8 IN.REF#: 309570.LOT#: 4107834.ADDITIONAL INFORMATION:COULD YOU PLEASE PROVIDE THE TOTAL NUMBER OF PRODUCTS AFFECTED BY THIS ISSUE?ADDITIONALLY, COULD YOU PLEASE SPECIFY WHICH PART OF THE SYRINGE THE ISSUE OCCURRED IN?2 SYRINGE,2 BOTTLE OF MEDICINE.MEDICINE LEAKED OUT BY BLUE INSERT WHERE IT MEETS AT CRYSTAL PART OF SYRINGE.

Event description:
HOLDLP14. No additional information was provided

Manufacturer narrative:
B3. THE DATE RECEIVED BY MANUFACTURER HAS BEEN USED FOR THIS FIELD. H.3. IF A DEVICE EVALUATION AND/OR DEVICE HISTORY REVIEW IS COMPLETED, A SUPPLEMENTAL REPORT WILL BE FILED.

Manufacturer narrative:
HOLDLP14. (b)(4) - Supplemental MDR - Leakage OtherOne sample and two photos of a 3 mL Luer-Lok syringe with an attached 25G x 5/8" needle (Part number 309570) were received and evaluated. The sample was received loose, and no defects were identified during the evaluation. Leakage testing was conducted by two trained associates, and no leakage was observed. The photos provided showed an unknown vial and a loose syringe with the needle attached; however, the reported defect could not be observed or confirmed from the images received. The sample condition was found to be acceptable and met product specifications. As a best practice, it is recommended that the needle be hand-tightened onto the syringe prior to use.A Device History Record (DHR) review was completed for lot 4107834 and confirmed that all required inspections were performed in accordance with established procedures. No quality notifications related to the reported condition were identified. Lot 4107834 successfully met all inspection requirements, was accepted, and was subsequently approved for shipment. To date, no other similar complaints have been reported for this lot.Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.